Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 3000 aortic valve in aortic position was explanted and replaced with a non-edwards device after an unknown implant duration. Reason for reintervention was not provided.

Event description:
It was reported that a 23mm 3000 aortic valve in aortic position was disabled via valve in valve procedure after an approximate implant duration of 11 years, 8 months due to unknown reason. Tavr was completed with a non-edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b3, b4, b5, g3, g6, h2, h6 (impact code). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.